Event description:
It was reported that insulin pump issued malfunction alarm related to speaker and could not be reset, with no notable events occurring before the problem. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, switched to replacement pump for continued insulin delivery, and original pump was scheduled to be returned to tandem.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.